Event description:
It was reported that high impedance was detected on the patient's device. The patient's vns was disabled. The patient's mother did not report any trauma but did find the generator site to be tender to touch. Based on the length of implant for the lead and generator it appeared likely that the cause of the high impedance was related to a lead fracture. No known surgical intervention has occurred to date. No further relevant information has been received to date.